Event description:
It was reported the ventricle connector is broken. The device was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricle output connector is broken. Lower case and heart block are contaminated. Lead flex cover and heart lead flex are corroded. Keyboard window is scratched.